Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was interrogated and the diagnostics cleared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the histogram data on the implantable pulse generator (ipg) was missing. The device remains in use. No patient complications have been reported as a result of this event.